Manufacturer narrative:
This event was determined to be a duplicate and will be captured under MFR # 2916596-2021-04190. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient was on their mobile power unit (mpu) which was alarming while the patient was inpatient. The locking plug on the mpu seemed mildly loose, and for safety the vad coordinator dispensed a new mpu and power cord for the patient. It was later reported on (B)(6) 2021 that all plugs were secure when the patient experienced alarms, and there was no loss of external power.